Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that an expired product was received.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired implant received. Probable root cause: design: validated shelf life too short, application, and distribution inefficient, sat too long in inventory before being shipped to customer. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an expired product was received.